Event description:
Additional information was received. Patient reported their device was not doing anything for them and they had changed the 4 programs with no luck. They were told they had run out of changes they could make so they had their device removed. The patient has reportedly recovered from surgery and no further complications are anticipated.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient had the ins for 2-3 months and it worked well, but then the "they had to replace the device." The patient stated that they tried several program changes and nothing worked. The patient had been advised that nothing more could be done with programming and the patient elected to have the device removed. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.